Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon evaluation, the belt connector was damaged and unable to connect to a test monitor. The root cause of the damage is physical abuse. In addition, the electrode belt failed electrode discharge testing. An unused pulse wire migrated within the ECG electrode and damaged the belt discharge wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the belt connector on a patient's electrod belt was damaged.